Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to insulation damage. The lead was replaced with a new lead of the same model.